Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The accuracy was within specification. Not determined because there is no problem the pump accuracy, and it is not reproducible. Possible the cassette or circuit products. No action because the pump function was normally.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited abnormal flow rate accuracy with excessive dosing in 3 measurements during priming. There was no patient involvement, no injury was reported.